Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's lcd color display cable was removed and returned. The cable was extensively tested with no discrepancies noted. The customer received a replacement cable. Analysis for reports of this type has not identified an increase in trend.